Manufacturer narrative:
The device was returned and evaluated. The customer¿s allegation was confirmed. The power turned off on the device. There were also scratches noted on the screen. B3: a specific event date had not been identified. However, information obtained identifies it was "around (B)(6) 2023". The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported that when using the high definition lcd monitor, the monitor did not power up. The phenomenon was identified during inspection for use prior to an unknown diagnostic procedure. After a slight delay of several minutes, the procedure was completed with a similar device. There was no patient harm reported with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the phenomenon of the power is turned but it will be restored after a while occurred due to faulty printed circuit board. However, the root cause could not be identified. Additionally, the phenomenon of the delay in procedure is likely due to the phenomenon of the power turned off. The root cause of the delay could not be specified. Olympus will continue to monitor field performance for this device.